Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: (B)(6) 2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received stuck to a piece of wax paper. A completed jjsv shipping guide and additional documentation were received as well. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens(iol) was explanted from patient''s left eye in a secondary surgical procedure due to mechanical complication, and a vitrectomy was required. Through follow-up clarification was provided regarding the reported mechanical complication being a hyperopic miss. There was no product quality issue. Patient did not experience any kind of visual disturbance. During the explant an anterior vitrectomy was performed due to open posterior capsule. The replacement lens used is a non-johnson & johnson vision lens. The patient was reported to be doing well. No further information provided.